Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and evaluated. The unit was received inoperable due to a constant downstream occlusion alarm caused by a failed downstream sensor assembly. The failed downstream sensor assembly and downstream pusher were replaced.

Event description:
It was reported that a spectrum pump has an unknown problem. Any patient involvement, injury or medical intervention is unknown. It was found during the baxter evaluation of the device that the device had constant downstream occlusion alarms.